Event description:
Description according to complainant: the doctor said that the filter had fractured and it was eroding into the patient's spine causing inflammation and pain. The doctor will be trying to remove the filter in a few weeks due to the patient's pain. Patient outcome: the device does presently remain inside the patient's body. The patient will likely require the additional procedure of a filter removal due to this occurrence. According to the initial reporter, the patient is presently experiencing the adverse effects of inflammation and pain due to this occurrence.

Manufacturer narrative:
Catalog#: unk as information was not provided, but it is assumed to be a celect filter. Investigation is in progress.